Event description:
It was reported when using the pyxis medstation es system, has drawer failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that no lights on module board. A field service engineer, replaced pyxibus module board and reseated all connections in drawer to resolve the issue. The device functioned as intended after the field service engineer troubleshooted the device.